Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 350mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Tandem technical support advised the customer to perform a cartridge change to resolve the issue.